Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product - unknown 4-hole plate catalog #: ni lot: ni. Foreign - (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the screw fractured during attempted insertion. The screw hole was left empty and could not be used due to the shaft embedded in the bone which resulted in sub-optimal fixation of a 4 hole plate. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.